Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. A follow up MDR will be submitted upon completion of the clinical investigation.

Event description:
A peritoneal dialysis patient's nurse reported that the patient was diagnosed with peritonitis. The patient was treated with vancomycin via intraperitoneal route in the clinic for 6 weeks. The tubing set was discarded.